Manufacturer narrative:
Final analysis found the lead to be fractured at 21 cm from the connector pin, exposing the outer coil and causing short circuit between the inner and outer coils.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited a capture anomaly a chest x-ray revealed the lead was fractured. The lead was explanted. No additional information was available.